Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the physician had looked at the implant area and said the skin was getting "thin" around the pacemaker and a "wing" on the pacemaker was "pushing out". Physician also said they did not know why the pacemakers were designed like that. The patient said that intervention was planned to have the device repositioned. The implantable pulse generator (ipg) remains in place. No patient complications have been reported as a result of this event.